Event description:
During a periodic programming history review, high impedance was observed. Deeper review into the data revealed that the device was fluctuating between normal and high impedance. Thus, the patient was likely receiving inadequate therapy when the increase in seizures occurred. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient was hospitalized due to increase in seizures and was intubated. It was requested that the device be checked as they were not sure if it was turned back on after a recent MRI. The device was confirmed to be on and functioning properly. No other relevant information has been received to date.